Manufacturer narrative:
Initial attempts to download the data from the received device were unsuccessful, and all three battery voltages were measured to be lower than expected. The device was connected to an external power source, and the download data was successfully retrieved. Inspection of the download data confirmed that the pod generated a 0x40 alarm, indicating that the rotational sensor exceeded the maximum number of open counts. Closer inspection of the download data found that the rotational sensor failed to transition from closed to open which resulted in the 0x40 alarm, however the pulse width values did not change. Corrosion was observed on the piezo, the underside of the top housing, mechanism rails, and front pulley. During fluid path testing, fluid was observed to be leaking from the end of the soft cannula nailhead, indicating an inadequate seal between the soft cannula nailhead and formed needle. This resulted in the observed internal corrosion and low battery voltages. Fluid ingress was observed on the commutator cap, indicating fluid contact in the rotational sensor assembly. The fluid leak from the unexposed portion of the soft cannula resulted in an internal leak and the failure of the rotational sensor to transition from closed to open due to the rotational sensor circuit being closed by fluid contact. Fluid leaking from the unexposed portion of the soft cannula contributed to the 0x40 alarm and was confirmed to be the cause of the reported hazard alarm during operation. Inspection of the device found blood on the adhesive pad. The formed needle, soft cannula, and bottom housing were inspected for damages and deficiencies that could contribute to bleeding at the infusion site. No issues were found. The exact cause of the bleeding event could not be determined. Cracks were observed in the top housing of the pod. It could not be determined when or how these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone14.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 36 and 48 hours on the arm. The patient experienced bleeding on the pod site and received a pod error/hazard alarm. The pod was then removed. Investigation of the returned device found inadequate seal between the soft cannula nail head and formed needle.